Event description:
It was reported that a patient underwent a sling procedure in 2008. At about 5 days later, the patient had pain and swelling and normal flora. The patient was treated with antibiotics.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.